Event description:
During an l-4 implant procedure the surgeon attempted to loosen a locking cap in order to modify the tightening. The t-25 screwdriver handle loosened from the shaft and was unable to complete the loosening of the locking cap. A replacement t-25 screwdriver was used to complete the loosening of the locking cap to the surgeons satisfaction. No delay to procedure. No patient consequence.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Synthes device history records indicated that the manufacturing records were reviewed and the subject product passed all inspection examinations and certification testing during manufacture.

Manufacturer narrative:
Device used for treatment and not diagnosis. Item received intact and complete with no loose components. The stardrive exhibits malformed splines and burrs. Overall cosmetics appear worn and degraded, as in used or not new condition. The material type and hardness was tested and passes specifications. The product is too damaged to measure the part. This instrument is a driver found in matrix spine system. The surgeon uses this driver to provisionally tighten the locking cap, 04.632.000. In addition, the user also uses this instrument to install pedicle screws. This instrument is not to be used to loosen or remove locking caps. Based on the complaint description, the surgeon used this instrument to loosen a locking cap. The technique guide includes the following caution associated with loosening or removing locking caps. Never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.